Event description:
The reporter stated that the patient had the trach in place approximately 2 weeks when the cuff burst, releasing the water. The cuff had been filled with 15cc's of water. According to the patient's wife, over time they had increased the amount of fluid to inflate the cuff. The patient was hospitalized 5 days later for bacteria in his lungs. Current condition is fine.

Manufacturer narrative:
The device was not returned for evaluation. However, per the patient's wife, they were using 15cc's of water to inflate the cuff which exceeds the amount of fluid listed in the instructions for use. Per the instructions, 10cc's of sterile water should be used to inflate the cuff. This issue is related to the user overinflating the cuff causing it to burst. Since the lot number was not available, review of the device history record could not be performed. Smiths is unable to confirm this incident without benefit of returned product; however, can determine the cause. An additional report will be submitted. Should information become available that impacts the outcome of smiths investigation.